Manufacturer narrative:
On october 14, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, some labels are observed already written and the serial number in the inner package is different that the one in the box label. The event described could not be confirmed as the lot trace was review and it was found that the unit was never re-boxed and that both of these units (9981363 and 9472453) were shipped to customer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 150cc mentor memorygel breast implant was missing labeling and labeling discrepancy was noted. The implant arrived sealed. The patient ID card was missing. The serial numbers on the stickers did not match the box. There was no patient contact or additional information reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2024, the mentor failure analysis lab received the device for evaluation. On october 29, 2024, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mod classic gel, 150cc breast implant. In addition, the device was received without its sealed thermoform or in its original package. A previous image was provided in the complaint, and some labels are observed already written and the serial number in the inner package is different that the one in the box label. The event described could not be confirmed as the lot trace was review and it was found that the unit was never re-boxed and that both of these units ((B)(6)) were shipped to customer. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).